Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver download passed. Functional test was performed and it passed. The receiver case was opened, and the internal inspection passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.